Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for side-pierced sleeve which can cause leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the device, 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, had sleeve leakage from sheath needle during use. No medical intervention or injury reported.